Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant with a 14f amulet steerable delivery sheath. After three unsuccessful deployment attempts, the physician decided to remove the device from patient anatomy. The physician considered reattempting a better approach with an alternative transeptal puncture (tsp). Prior to second tsp, a minor pericardial effusion was noted and the procedure was aborted. The patient status was reported stable.

Manufacturer narrative:
An event of pericardial effusion in posterior location was reported. The procedure was aborted upon full recapture of the device. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant with a 14f amulet steerable delivery sheath. Prior to procedure, no pericardial effusion was noted via transesophageal echocardiography. At the time of procedure, the patient's atrial rhythm was atrial fibrillation. The transseptal puncture was placed inferior-mid placement. During procedure, heparin was administered and the patient's activated clotting time (act) levels were at 287s. It was also reported during procedure, there was a sheath exchange in the upper pulmonary vein. No wire was ever placed in the left atrial appendage. After three unsuccessful deployment attempts, the physician decided to remove the device from patient anatomy. The physician considered reattempting a better approach with an alternative transeptal puncture (tsp). Prior to second tsp, a minor pericardial effusion was noted and the procedure was aborted upon full recapture of the device. The pericardial effusion was seen in posterior location and measured 3mm at largest dimension. The pericardial effusion was monitored and no intervention was performed. The patient status was reported stable.